Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer had a software update issue. It was also noted that when the stylus touched the screen, there was no reaction, as a result the stylus was replaced. (B)(4).

Event description:
It was reported that the programmer was unable to perform a software upgrade. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The programmer was returned to a different site for repair. This site confirmed the reported event, the programmer was unable to update software. As a result the hard drive was reconfigured and the software was reloaded and updated. It was also noted that the programmer failed functional testing for telemetry, the link electronic module (lem) circuit board was reseated and recalibrated as a result. Hard drive health was at 60% so the hard drive was replaced and reimaged. The programmer then passed final functional and system tests.